Manufacturer narrative:
No UDI available as product manufactured in 2008.

Event description:
It was reported during in clinic follow up that the atrial and left ventricular leads displayed high capture thresholds. The right ventricular lead exhibited an insulation breach. All leads were explanted and successfully replaced. The patient was stable and asymptomatic.